Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least forty-two applications were performed with the balloon catheter 2af284 with lot number 06621 on the date of the event with any issues. The failure files showed system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered six times on the date of the event. The reported blood in the coaxial port could not be confirmed through data analysis as the physical product has not returned. The reported system notice was confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable was replaced without resolve. It was also reported that there was blood adhesion on the coaxial port of the console. The console was rebooted and balloon catheter was replaced with resolve. The case was completed with cryo. A field service visit took place on a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the physical device was returned and analyzed. Visual inspection of the catheter showed no apparent issues. Smart chip verification indicated the catheter was used for 42 injections. Pressure testing revealed a leak through the guide wire lumen and that the balloons integrity was intact with no breaches observed. A dissection showed a guide wire lumen breach and kink 1.33 inches from the tip. The catheter failed the return product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.